Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however the investigation of said device is still in pr ogress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges thet "anesthetist (B)(6) found the cuff leakage during test prior to use on patient." The patient's condition was reported as "fine". There was no report of patient impact or consequence.

Event description:
Customer complaint alleges thet "anesthetist zhong found the cuff leakage during test prior to use on patient." The patient's condition was reported as "fine". There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no obvious defects found. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuff to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the clear cuff deflated rapidly whereas the pressure of the blue cuff maintained at 25 mbar. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from tracheal clear cuff but not from the bronchial blue cuff. The area of leakage was then observed under magnification. A big cut mark was observed on the actual returned sample. A device history record review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.